Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. Device evaluation: a 20039e product was not available for investigation of pr (B)(6); however, the customer provided lot number was incorrect. The feedback provided by the customer states that, "unable to bolus." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number provided was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.

Event description:
It was reported that the bd alaris smartsite extension set was occluded. The following information was provided by the initial reporter: unable to bolus.

Manufacturer narrative:
Investigation result: five 20039e samples were received without packaging for investigation. The feedback provided by the customer indicates that they were "unable to bolus". No further information was available regarding sequence of events leading to the customer's experience. A visual inspection of the returned samples confirmed that residual blood was present in four of the five returned samples; with three of the five containing residual blood throughout. Functional testing was performed by subjecting the products to a flush through using a 50ml bd plastipak syringe; an occlusion was observed with three of the samples filled with residual blood. No flow restriction or occlusion was observed throughout testing of the remaining two samples. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be identified, however as residual blood was present throughout the occluded sets, its unlikely that the customer's experience was as a result of a manufacturing defect; in this instance it is likely that the occlusions observed were as a result of the dried blood within the infusion line. A review of the reported lot number confirmed that it did not correspond to the reported product, and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.

Event description:
No additional information.